Manufacturer narrative:
Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had insufficient blood flow issue. There was no report of medical intervention or serious injury.